Event description:
It was reported that at the beginning of a procedure, the laser system had displayed an error indicative of a system malfunction. The laser system was no longer able to be utilized. The case was completed with a bipolar turp. Pt outcome: "no harm".